Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a left bundle brand procedure, this lead was an attempted implant. The physician attempted to re-engage the helix in the lead to reposition, but the helix was unable to be retracted back into the lead and a slight tugging on the lead resulted in the helix uncoiling. A different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found the helix mechanism was stretched and deformed. Additionally, dried blood was observed in the helix housing. Testing was completed to assess lead electrical performance and measurement were within normal limits. A stylet insertion test passed without issue indicating no blockage in the lumen. The inherent risk damage/defective and difficult/unable to extend/retract helix are a known inherent risk with use of this product.

Event description:
It was reported that during a left bundle brand procedure, this lead was an attempted implant. The physician attempted to re-engage the helix in the lead to reposition, but the helix was unable to be retracted back into the lead and a slight tugging on the lead resulted in the helix uncoiling. A different lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that during a left bundle brand procedure, this lead was an attempted implant. The physician attempted to re-engage the helix in the lead to reposition, but the helix was unable to be retracted back into the lead and a slight tugging on the lead resulted in the helix uncoiling. A different lead was implanted. No adverse patient effects were reported.